Event description:
This supplemental report is being filed to update the complaint codes. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Interrogation of the device found it had reached a battery status of end of life (eol). The device case was opened and the battery was removed and replaced with an external power source. Measurements of the device circuitry were completed and a normal current drain was observed. Testing of the individual battery cells found that one out of the three cells was abnormally depleted. Detailed testing of that cell identified evidence of internal shorting which resulted in the premature depletion. This also resulted in the clinically-observed unsatisfactory device check.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Interrogation of the device found it had reached a battery status of end of life (eol). The device case was opened and the battery was removed and replaced with an external power source. Measurements of the device circuitry were completed and a normal current drain was observed. Testing of the individual battery cells found that one out of the three cells was abnormally depleted. Detailed testing of that cell identified evidence of internal shorting which resulted in the premature depletion. This also resulted in the clinically-observed unsatisfactory device check.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that upon interrogation of this device, a message was observed stating the initial device check was unsatisfactory. A boston scientific technical services consultant instructed the caller not to implant this device. No adverse patient effects were reported.